Event description:
Cpd notified me of splintered long rail on leg positioner. Case type: no associated procedure.

Manufacturer narrative:
Reported issue: cpd notified me of splintered long rail on leg positioner. Product evaluation: visual inspection confirms the base bar has splintered along the bar. See attache product history review: review of the device history records indicate 26 devices were manufactured and accepted into final stock on 02/25/2019. No non-conformances were identified during inspection. Complaint history review: a review of complaints related to p/n 210060, lot 617768 shows no additional complaint(s) related to the failure in this investigation. Conclusion: per (B)(4), preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The failure was confirmed via visual inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there has been no nc or CAPA associated with the product and failure mode reported in this event.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Cpd notified me of splintered long rail on leg positioner. Case type: no associated procedure.